Manufacturer narrative:
(B)(4)

Event description:
The patient was experiencing difficulty with recharging; unable to get coupling bars. The implantable neurostimulator (ins) was very loose in the pocket and easy to manipulate; the patient had successful recharging sessions in the past. It was noted that ins was in the flank area, which made it challenging to keep the antenna head over the implant with the belt. The patient was very thin. It was determined that the ins was flipped. The physician manually flipped the ins to the correct side. At this point, the patient was able to get coupling bars. The physician prescribed an abdominal binder for the patient to wear to see if the ins scarred back into place. They were continuing to monitor the position of the ins.